Event description:
It was reported that the device exhibited inappropriate measured data. The device was at eri with a measured battery voltage of 2.27 v. In june 2006, the measured battery data was 2.76 v, 9 ua, 1.7 kohms and in september 2006, the data was 2.76 v, 10 ua, 1.7 kohms.